Manufacturer narrative:
Additional information: d9 (latest return date), h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two samples of pediatric cuffless phthalate free tracheostomy tube part number 5.5pef were received for evaluation. Visual inspection noted that each tube flange presented one of the eyelets broken. It was reported that the tracheostomy tube's neck holder broke when tried to replace during use. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: attach the neck strap to the flange eyelet. Flex the patient¿s neck forward and tie the neck strap. When properly adjusted, one finger space between the neck strap and the patient¿s neck should exist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 5.5pef, 5.5pef 5.5mm ID paed lge cuffless x1, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the tracheostomy tube's neck holder broke when tried to replace during use. When the neck flange was supported by hand, it was damaged. There was no patient harm.